Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 650 mg/dl. The customer insulin pump had alarmed hardware low level failure. The customer declined troubleshoot for high blood glucose. Customer assisted with self test and self test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures error confirmed in device history due to broken trace on keypad assembly.